Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would shut off intermittently despite having a charge. In addition, the battery gauge would not fall below 100% battery life despite depleting. There was no impact to the customer's blood glucose level.